Manufacturer narrative:
The first cs33 anvil pockets showed staple formation and the cut ring showed no cut. The device was reloaded with new staple and cut ring and the device performed as intended. The second device showed no staple formation and no cut. The anvil was difficult to attach to the trocar, but once attached it calibrated, opened, closed and fired as intended. Confirmed for other condition. Manufacturing now 100% inspects for a tight trocar anvil fit prior to final packaging.

Event description:
While performing an ileoanal pull through using a cs33, one device indicated in firing range, but the anvil was not, which required another device to be used. The second firing resulted in partial cut and partial staple.